Event description:
The reporter indicated that a 12.6mm vicmo12.6 implantable collamer lens of -4.0 diopter was implanted into the patient's left eye (os) on (B)(6) 2022. On (B)(6) 2023, the lens was exchanged for a longer length lens due to excessive vault and refractive suprise. The problem was resolved. The cause of the event is unknown.

Manufacturer narrative:
H6: off-label use acd<3.0. Claim#: (B)(4).

Manufacturer narrative:
Additional information: h3 - device evaluation: the lens was returned with moisture in a microcentrifuge vial. Visual inspection found the lens haptic broken. Dimensional and functional inspections found the lens to be within specifications. Claim# (B)(4).